Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Home care patient reported that the adhesive portion of the infusion set was adhered to the cap of the set prior to product use. The home care patient reported that their blood glucose levels rose to 350 mg/dl due to the interruption in insulin therapy. The patient reported that they replaced the infusion set and administered a correction bolus to resolve their high blood glucose. No permanent adverse effects to patient reported.